Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product quality issue exists. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 4.0 x 40 mm armada 18 balloon catheter was used; however, the balloon lost pressure during inflation as a leak was noted at the hub. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.